Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to pacing impedances low out of range less than 200 ohms. There were also observations of noise that was oversensed causing pacing inhibition with asystole less than two seconds. Intravenous antibiotics were administered, and the follow-up was increased as a result. No additional adverse patient effects were reported.